Event description:
Following exercise program, pt placed supine with 2-pad placement of electrodes on b patellar tendons with hot packs on top of electrodes. Interferential current used at default setting of 1-15 h2 x 20 min. Pt was advised to report when current felt tolerable as pta ramped up frequency/current. After current passed this point, pt requested it be turned down. Frequency left at approx 35 ma. During rx, pt reported heat setting too hot. Pta placed another towel under hot packs. Following rx skin was intact with no complaints from pt.